Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had a no delivery alarm during a bolus. The customer's blood glucose was 485 mg/dl at the time of incident. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula during troubleshooting. The customer declined to return the insulin pump for analysis.